Manufacturer narrative:
(B)(4) additional concomitant medical products: 00877703202 bioloxâ® option, head, m, ã¸ 32/0, taper 12/14 2851914; unknown zimmer m/l taper® press- fit extended neck offset femoral stem,size 9; 00625006525 bone screw self- tapping 6.5 mm dia. 25 mm length 63176656; 00625006540 bone screw self- tapping 6.5 mm dia. 40 mm length 63171804; 00620105400 replacement locking ring for use with 54 mm shell 63220996; 00875705602, shell with multi holes porous 56 mm, 62466930. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery due to infection and was revised again due to unknown reasons with in five days of implantation. No additional information is available.